Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged during coronary artery bypass surgery and valve replacement. The lead exhibited loss of capture and a decrease in p-wave amplitude. An x-ray was done which confirmed the lead dislodgement. Surgical intervention was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.